Manufacturer narrative:
Additional information: d9, g3, h2, h3 one claris¿ amplifier was received for evaluation. Visual inspection revealed the front panel ports, chassis, and labels were free of physical damage. Power was applied to the amplifier and the amplifier did not pass the power-on-self-test (post). The amplifier went status not-ready and cold not communicate with the test claris computer. Using a temporary replacement, the post condition was attributed to the bio-switch card in slot 1. This however did not alleviate the communications symptom, which was isolated to the shielded ethernet cable. The reported event was able to be duplicated by power sequencing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the investigation and information provided to abbott, the reported event was able to be confirmed, and the root cause was attributed to a bio-switch card and the internal shielded ethernet cable.

Event description:
When starting the equipment, with the patient in the room, there were communication issues resulting in cancellation of the procedure. First the workmate claris amplifier disconnected, then shortly after an ep-4 off or not connected error showed on the workmate claris display workstation review screen. The ep-4 touchscreen was on and functioning, so the workmate claris system was restarted. The workmate claris amplifier turned on, but the ep-4 stimulator remained disconnected. After a few minutes the workmate claris amplifier lost connection once again and the procedure was postponed.